Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that needed surgical intervention due to a patient infection. The patient's pacemaker was explanted and this right ventricular lead was surgically abandoned. There was no report of adverse patient effects due to the explant procedure. Although this procedure took place in 2009, a boston scientific employee first received notification of the event via warranty information in (B)(6) 2011.